Manufacturer narrative:
The product in complaint was returned to zoll on 10/22/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, revert to manual CPR" message upon power on. No patient involvement was reported. No further information was provided. Manufacturer has requested additional information and the date of event from the customer; however, no additional information has been obtained.